Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, the jaws of the reload would not close reload could and as a result, could not be inserted down the port. Another reload was used to complete the case. There was no patient injury.